Event description:
It was reported that the right atrial (ra) lead had loss of capture at maximum output. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the outer insulation was melted, had cosmetic metal induced oxidation, cosmetic environmental stress cracking, and a breached cut. Visual analysis revealed apparent explant damage.